Manufacturer narrative:
Per the user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." Per tandem¿s user guide states ¿always remove all air bubbles from the system before beginning insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing on multiple occasions. Reportedly, the customer uses fiasp insulin within the pump supplies and had not performed the air removal process. A new cartridge was successfully loaded resolving the issue. Tandem technical support educated the customer on the use of off-label insulin and the proper load technique. Customer's blood glucose level was 149 mg/dl.